Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to inappropriate therapy shocks for being in sinus tachycardia while exercising. The implantable cardioverter defibrillator (ICD) classified the sinus tachycardia as ventricular tachycardia and delivered shock therapy. The patient was seen by the physician with the device checked out for normal functionality. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.